Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she inserted a tampon and there was no string available to remove the tampon. She had to manually remove the tampon and upon removal the string was attached. She did not seek medical attention and was doing fine.